Manufacturer narrative:
(B)(4). The device is not available for investigation. The manufacturer is currently collecting additional information on the incident. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "the blood flow generated by this pump must be normally above 5 l/min with 4000 rpm. Nevertheless the blood flow with saline solution during priming did not exceed 2 l/min at 4000 rpm with blood not passing the barrier of the oxygenator when connecting the cardiohelp and after check of the priming procedure with 2 nurses. Failure of putting the cardiohelp in and death of the patient. The medical device was not kept by the department." Additional information: the customer said to the sales rep. That the patient's condition was not good. (B)(4).

Manufacturer narrative:
The product is not available for manufacturers laboratory investigation; therefore a confirmation of the failure by laboratory investigation was not possible. A DHR review of the specific product was not possible as the UDI / serial number of the oxygenator is unknown. Most probable the following two main causes could be possible: - the hls module was initial not fully de-aired, a large amount of air (airblock) was accumulating at one or more exposed areas within the hls module. By the known physical mechanisms of large air volumes within fluid filled bodies respectively tubes; this could have resulted in a barrier. - the hls module could through functional impairments be not fully de-aired, for instance by a reduced de-airing performance of the de-airing membrane or by in its functionality reduced lip valve within the red tubing line of the priming set. More scenarios could be possible, but based on the fact that the hls module is not available for investigation, they were considered as to be speculative. A thrombosis of the product could be excluded in this case. By the provided details it is not possible to determine finally, if the incident was caused by a product related malfunction or if an user failure was responsible. A combination of both factors could be possible and cannot be cleared out. Based on this a confirmation of the failure is not possible. This data will be handled by a designated maquet trending process.

Event description:
(B)(4)